Event description:
The customer reported that the pt was observed to have lost roughly two liters of blood eight hours after a right high lobectomy and lymphadenectomy. The surgeon noticed that the bleeding was from the azygos vein, which the ligasure had previously sealed. The vein was 5mm in size and was isolated prior to sealing. A forcetriad was in use with the ligasure device. All seals appeared to be completed during the case and no oozing was observed. The ligasure was discarded by the site. The bleeding was treated with polypropylene vascular ligatures during a thoracotomy. The pt received a transfusion as well. Additional questions in regard to the incident have also been asked.

Manufacturer narrative:
Covidien reference #: (B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.